Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. There was no non-conforming product found during sample analysis that was related to the reported issue. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:10:52. During night drain cycle five, the patient's ultrafiltration reading was 2627ml, indicating the home patient (hp) drained 1827ml more than their maximum programmed fill volume of 2000ml. No further information was available.